Event description:
It was reported that the right ventricular lead had a possible fracture. The threshold had been increasing for five months and there was high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2008. D314trg implantable cardioverter defibrillator (ICD): (B)(6)  2013. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the proximal conductor.